Event description:
Boston scientific received information that during a routine in-clinic follow up, no pacing was seen from this right atrial (ra) lead. The lead was found to have dislodged. A revision procedure was performed two days later. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.